Event description:
It was reported on the patient underwent a sleep study on where it was found that the patient suffered from obstructive sleep apnea. It was found that the apneic episodes occurred during vns stimulation on times and the physician opted to adjust the stimulation on and off time. No additional relevant information has been received to date.